Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was instructed to take a picture of the error screen to determine if it truly was an eri screen. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that here was an elective replacement indicator (eri) on the ins recharger (insr). The patient stated that they saw the eri using two different insrs, but there was no eri displayed on the clinician programmer. No symptoms or complications were reported.